Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen was frozen on a black screen. Reportedly, the back light of the pump illumined, but the screen would not. There was no impact to the customer's blood glucose level. Tandem's technical support had the customer perform a pump reset, the display illumined after the reset, and insulin delivery was resumed. It was noted that the contact did not want a pump replacement.